Event description:
Patient reported "peri-implant fluid, seroma and biocell/recall". Later healthcare professional reported "seroma, pain, myalgia, memory loss, chronic fatigue, hair loss, anxiety, slight asymmetry and capsular contracture baker grade iii". This record is for the left side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, "peri-implant fluid and seroma", anxiety.